Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify low battery alert and failed battery test due to blank display. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had diminished battery life. The customer¿s blood glucose level was unknown. Customer stated insulin pump had changes battery every 2 weeks, failed battery test, slightly rewind slower than it had in the past. The insulin pump will not be returned for analysis.